Event description:
It was reported that during reprocessing the da vinci si cannula instrument accessory was noted to have a slight bend and the gauge pin was unable to pass through. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was received for evaluation on 08/15/2013. The instrument has not yet been evaluated; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the cannula would not pass gage pin test. The cannula inspection was performed using in-house gage pin. Resistance was felt as the gage pin moved through the cannula, indicating likely damage to the tube. The evidence was inconclusive, but the distal end opening may be slightly out of round or undersized. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.